Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized twice for low blood glucose. She stated that her blood glucose dropped to 23 mg/dl last year. She was also hospitalized on (B)(6) 2013 for a low blood glucose of 30 mg/dl or 35 mg/dl. The customer was wearing the insulin pump during the first hospitalization. The insulin pump was not returned for analysis.